Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the programmer does not retain the charge. The patient needs to replace the batteries every 2 days more less and the implanted neurostimulator (ins) can go up to 75%-80% only. If left on his body too long during the charging session, it burns the skin. Charge must take place every 2 days more less. The patient has increased the therapy settings from 2.5 to 4.5 since a year and a half (it was not done recently), using a towel to place on the skin. Further clarification was received from patient services. They confirmed that the patient said when placing the recharger portion, it was hot like a burning sensation but did not say they were burned. The programmer was not retaining the charge, every 2 days a new set of batteries must be placed. The recharger works and the patient pays attention not to leave it on the body too long, but it is ok (using a towel or over the t shirt). Concern was with the programmer. A replacement programmer was requested, and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.